Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred, described as the patient made a mistake. The patient did not receive any remedial treatment. On (B)(6) 2011 dianeal therapy was withdrawn. The outcomes of the break in aseptic technique and peritonitis were not reported. The reporter believed the peritonitis was unrelated to dianeal therapy and the cause of the peritonitis was the break in aseptic technique. The reporter and did not provide an opinion of causality for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.